Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, there was conflicting information regarding device longevity. Investigation found the device to be normal and that the reason for the variation in the longevity was due to the plateau phase of the battery.